Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained about a questionable ca2 calcium gen.2 result for 1 patient sample and a questionable alb2 albumin gen.2 result for 1 patient samples tested on a cobas 8000 c 702 module. Of the data provided only the ca2 results were a reportable malfunction. The initial ca2 result was 1.76 mmol/l with a repeat result of 2.51 mmol/l. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The ca2 reagent lot information was not provided. The customer stated that this has been an ongoing issue and that they had performed weekly maintenance early in hope of resolving the issue. Further investigation determined from analysis of the reaction monitor that there might have been a possible contamination. The alarm trace showed multiple sample aspiration alarms on the day of event which could relate to sample quality issues. A field engineering specialist performed preventative maintenance and found multiple issues. A sample probe was misaligned, the gear pump pressure was not acceptable, and the vacuum pump wiring was split which was causing contamination of the reaction cuvettes. The investigation is currently ongoing.

Manufacturer narrative:
The customer has had no further issues following the field engineering specialist service visit.